Manufacturer narrative:
(B)(4). Visual inspection was performed and it was observed that the 4 way large bore 3 gang stopcock was broken in two pieces. The problem was confirmed; however, the assignable cause is undetermined. A batch review was performed and there were no deviations found during the manufacturing of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that an unknown number of 3-gang 4-way stopcocks were broken. According to the report, the stopcocks are coming apart at the bonds between the gangs. In one of the incidents, a nurse noticed that medication started leaking out and a patient's blood pressure dropped. No additional information was provided at this time. Baxter contacted the clinical resource manager on (B)(6) 2013 regarding the reported incident. Per the clinical resource manager, it is unknown if medical intervention was required to address the drop in the patient's blood pressure. Per the clinical resource manager, information is very limited based upon the report she received. The clinical resource manager will follow up with baxter if she receives additional information related to the reported event.